Event description:
As reported by the edwards field clinical specialist, during transcatheter aortic valve replacement (tavr), the physician commented that the 18fr expandable sheath was leaking. The physician suspected that the hemostasis valves in the sheath were not functioning properly. The procedure was successful and there were no vascular complications. The blood loss was only significant enough for the doctor to comment that it seemed more than usual.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site. A DHR review could not be performed because the lot number of the complaint device is not known. The instruction for use (IFU) and training manual highlight the necessary steps for use of the expandable sheath. In addition, the training manual and the IFU instruct the user during sheath preparation to "flush sheath through flushport with heparinized saline". This step is performed with no devices inserted into the sheath. Since no leakage was reported during the prep of the device, this suggests that the leak occurred during the case due to patient and/or procedural factors. It is possible that improper advancement and/or retrieval of devices (e.g. Introducer, pigtail catheters, etc), such as improper insertion angles or excessive force and torquing, may have negatively interacted with the hemostasis valve during the case, contributing to the reported leak. A small leak is expected to occur at the beginning of insertion of devices, or upon withdrawal before it is removed from the seals. The amount of leakage can be minimized depending on the speed of insertion/technique. In this case, the amount of blood loss during the procedure did not result in any additional intervention/transfusion. The complaint could not be confirmed, and no labeling or IFU/training inadequacies were identified. Review of complaint history for (B)(4) 2012 revealed that the occurrence rate did not exceed the control limits for this failure mode. Therefore, no corrective or preventive actions are required.

Manufacturer narrative:
The investigation is ongoing.